Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) declared elective replacement indicator (eri) due to extended charge times. As of today, the device remains in service. No adverse patient effects were reported. The device is a part of the mid-life display of replacement indicators advisory.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.